Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the graft first obtuse marginal was treated with a resolute onyx des. It was reported that the patients troponin levels were elevated post procedure. Cec adjudicated mi as a non q wave mi (target vessel) mdt extended historical peri-pci. Cec also assessed stent thrombosis as no event.

Manufacturer narrative:
The index procedure was prompted by positive stress test. During the index two resolute onyx des were implanted in the 1st obtuse marginal. The mi occurred in the 1st obtuse marginal. If information is provided in the future, a supplemental report will be issued.